Event description:
It was reported that the patients spinal cord stimulation (scs) lead was out of position. The patient underwent revision procedure wherein everything was replaced. The patient was doing well postoperatively. The explanted device components were discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19549328, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 19570638, UDI: (B)(4).